Event description:
The reporter contacted lifescan alleging that the pt's one touch ultra meter was prompting the error 1 message. The medical affairs specialist left 2 phone messages for the pt/reporter to call the mas. A letter was sent to the pt. The pt attempted to test with the meter, it is not clear if any results or error messages were obtained. Pt went to the store to buy a new battery. The error 1 message came up on the meter display as soon as the meter was powered on. Error 1 indicates that there is a problem with hte meter. The pt was weak, vomiting, had fruity breath, and frequent urination. The reporter stated that she would be taking pt to the ER since pt was symptomatic and had not been able to test with the meter. No information was provided as to when the pt had last obtained a result on the meter or what diabetes treatment regimen the pt followed. Based on the pt's symptoms of hyperglycemia, pt experienced injury. Medical attention and treatment may have been delayed by the meter not providing a result. The event meets the criteria for a medical device reportable as an adverse event. The customer care representative walked the reporter through retesting with the meter and the error 1 message appeared. Due to the unresolved error 1 mesage, there is an indication that the product malfunctioned. No products were replaced.